Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose for the past day. The customer stated that her entire reservoir was empty after a day, but her glucose level was still high. The customer stated that the plunger was not in the reservoir and the reservoir chamber smells of insulin. Advised the customer that insulin may have leaked into the insulin pump. No further info was provided.